Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. No damage was observed anywhere on the set upon visual inspection. Functional testing was performed; drops of fluid were observed to be leaking out of the filter¿s vent. The probable cause of the filter vent leak was due to an oversaturated and wetted out filter.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from the filter of an extension tubing during an infusion of lipids running at 0.8ml/hr. There is no report of patient harm.